Manufacturer narrative:
On review of the initial report # 9617710-2017-05001 sent to the FDA on 21apr2017 it was initially reported that the pt was wearing the oasys brand lenses. Correction: the patient was wearing the acuvue oasys for astigmatism lenses.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) in the (B)(6) reported to our (B)(6) affiliate that he/she was diagnosed with conjunctivitis in the left eye while wearing the oasys brand lenses. On (B)(6) 2017 while inserting a new set of lenses, pt reports that the left lens ¿felt strange¿ and reports blurry vision and irritation. Pt reports removing the suspect lens a few times and rinsing it with a multi-purpose solution, but the feeling of discomfort continued. The pt continued to wear the left eye suspect lens throughout the day with continued discomfort and irritation. The pt reports that the blurry vision continued and also reports light-headedness and severe headache. On (B)(6) 2017 pt opened a new contact lens for the left eye and experienced a sharp pain, but no blurriness. The pt continued to wear the left eye suspect lens and the discomfort continued and the left eye was very red by the end of the day. On (B)(6) 2017 patient reports that the left eye had thick greenish drainage, was sore, and experienced a stabbing pain in the left eye when blinking. The pt reported that he/she suspected ¿conjunctivitis¿ in the left eye and went to a pharmacy for advice. Pt stated that the diagnosis of conjunctivitis was confirmed and the pt was sold optrex (chloramphenical 0.5) eye drops, (frequency of the drops are unknown). On (B)(6) 2017 also reports going to the optician for a replacement lens and advised them of the infection. The pt continued use of the optrex eye drops. On (B)(6) 2017 the pt reports a visit to the nurse at the general practitioner¿s office who obtained a swab of the left eye. The pt was advised to continue the optrex drops for 5 days. On (B)(6) 2017 the pt reported that the symptoms did not improve and booked an emergency appointment with the general practitioner. The pt was prescribed 5 g fusidic acid (1% m/r) eye drops (frequency of the drops are unknown). The pt reported that he/she did experience an improvement in symptoms while using the fusidic acid, but stated that the redness and discharge continued in the mornings. Pt reports a ¿noticed a deterioration in my vision¿ and is still reporting headaches, severe dryness, redness and overall discomfort in both eyes. On (B)(6) 2017 the pt had a visit with his/her eye care provider (ecp) for an eye test. The pt reports that ¿vision in the left eye has deteriorated, where the vision in the right eye has stayed about the same.¿ pt reports that the fusidic acid eye drops were discontinued. The pt was prescribed systane eye drops and polyacrylic acid (viscotears liquid gel) before going to bed to ¿remedy the dryness caused by my eye infections.¿ pt reported continued use of the eye drops for over a week reports that the symptoms continue along with a ¿loss of vision in my left eye.¿ the suspect lenses have been requested for return for evaluation, but have not been received. Additional medical information has been requested. This event for the left eye is being reported due to the complaint of an alleged loss of vision in the left eye. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0030zn was produced under normal conditions if additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 01jun2017 the patient¿s (pt) medical records were received from our (B)(6) affiliate. The additional information was provided as follows: on (B)(6) 2017, the pt presented to her general practitioner (gp) for follow up; problem: conjunctivitis bilateral; history: ¿conjunctivitis for past four days ¿ says pt put some new contact lenses in pts eyes and noticed that vision was a little blurry and eyes became sore. Since them the eyes have become more pink and pt has had some discharge; has been using chloramphenicol eye drops over-the-counter (otc) for the past two days with good effect ¿ says no longer has discharge from eyes and they feel less sore.¿ examination: currently no change in vision that pt is aware of; both eyes look a little pink, no discharge from eyes and they feel less sore; general bacteriology culture obtained; comment: looks well; advised to return for follow-up if symptoms do not improve or worsen; advised to use treatment for no longer than 5-7 days; advised pt not to wear contact lenses with conjunctivitis. On (B)(6) 2017 the pt presented to a ¿walk-in clinic¿: consultation summary: pt warm to touch; eye discharge; cold/flu symptoms; discomfort in both eyes; ¿commenced chloramphenicol eye drops eight days ago; slight improvement; pt has contact lenses for past ten years; may have had a problem with pair used two weeks ago; otherwise well.¿ examination: both eyes: mild conjunctival injection/hyperemia, perl; diagnosis: partially treated conjunctivitis; treatment: fusidic eye drops bd; pt advised to re-contact medical staffing if pt feels/gets worse or develops new symptoms; prescriptions: fusidic aciv 1% modified-release eye drops 1 drop bid ocular. On (B)(6) 2017, the pt presented to his/her primary eye care professional (pecp) with complaint of ¿infection¿ in both eyes for 3 weeks. Sticky in am. Had chloramphenicol then fucithalmic from gp. Not helped. Sticky discharge in day-greenish in am. Started in left eye then moved to right eye. Specs don¿t feel as sharp.¿ objective findings indicate: ¿no discharge ou. No evidence of discharge in tear film ou. Mild conjunctival redness ou. The bacterial culture taken 3 weeks prior came back clear.¿ the patient was instructed to use systane otc drops every few hours for the next few weeks, viscotears otc drops overnight and to return if symptoms change. Return in 2 weeks. On (B)(6) 2017, the pt presented for follow up with pecp. Chart indicates: ¿cl not worn yet. Symptoms better. Eyes less red-back to normal. Feels had a bad lens for le-felt blurry-reinserted. Never settled. Had a new lens that felt better. Then moved to other eye. Here for refraction and check on cornea. Still using drops during day. Viscotears 3-4 times a day.¿ exam os: conjunctiva: quiet ¿ lid inversion nad; cornea: trace inferior sps; ac and aqueous: quiet; notes: ¿no discharge ou. No evidence of discharge in tear film ou. No ac activity ou. Mild hyperemia on bulbar conjunctiva ou; plan of action to continue with lubricants - systane during day ¿ viscotears overnight. To resume contact lens wear tentatively in a few weeks with lots of systane ¿ then if all feels well to reduce lubricants. Aware to cease contact lens wear if redness/soreness/ re-occurs. Review in 6/12.¿ no additional medical information was provided. One lens was received in an unsealed lens case. The parameters of the lens were measured and a visual inspection was performed. No defects were observed under magnified visual inspection. The lens parameters were measured; the lens met company standards for cylinder, diameter, base curve and center thickness. The sphere and axis measured out of specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.